Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "when we turn on the device, it start continuously beep and shows no display." No patient was involved.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton c3 ventilator produced continuous beeping at start up and showed no display. The cables were checked and found to be intact. The defective esm module was replaced, and the device functioned normally afterward. No patient was involved, and no patient related risk has been identified. No further information has been reported. The case is considered closed.